Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacer dependent patient presented to the emergency room with syncope and bradycardia. Upon review, the patient's right ventricular(rv) lead exhibited noise oversensing. Patient had an atrioventricular node ablation. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable.